Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance was identified. Complaints have been filed regarding the expressew iii needle as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaint was received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue is attributed to manufacturing; this product issue is already being addressed by depuy quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the photo investigation revealed that expressew iii needle pk5 is shown in used condition. The white plastic flag is detached from the needle's shaft. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would not contribute to the complained device issue. Based on the investigation findings, a potential root cause can be attributed to a needle mis insertion into the gun's loader, therefore the plastic flag was detached after deployment, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that expressew iii needle pk5 is shown in used condition. The white plastic flag is detached from the needle's shaft. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to a needle misinsertion into the gun's loader, therefore the plastic flag was detached after deployment, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. The white plastic flag was found detached from the needle's shaft and it was not returned. A functional test was unable to be performed due to the device returned incomplete/lacking components required for appropriate testing. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to a needle mis- insertion into the gun's loader, therefore the plastic flag was detached after deployment, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported by the healthcare professional in colombia that during an unspecified surgical procedure on (B)(6) 2024 the expressew iii needle device at the time of using the needle suture pin, the plastic positioner that has at the end which is lost when falling on the ground, the needle could not be used and should use circular a new one to perform the procedure. There was no discomfort from the specialist, there was no delay of the surgery, it was successfully completed, another needle was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4)